Event description:
The customer reported vacuum under limits errors involving access 2 immunoassay system. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. Beckman coulter cts noted the customer did not have the waste air filter; the field service engineer was informed. The customer reported no loose fittings or kinked tubing in the unit. Beckman coulter cts had the customer flush the vacuum pump two times as stated in the service manual. The first result had approx 300 mmhg, and the second reading was approx 150 mmhg. There was no report of impacted patient results. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) reviewed the error log report and noted vacuum errors started on (B)(4) 2012 and noticed some wash carousel temperature errors. The fse examined the vacuum pump and discovered it was not functioning correctly. The fse replaced the vacuum pump and noticed liquid had leaked to the bottom of the unit and around the analytic unit. The fse removed the wash carousel wheel and wash carousel motor, cleaned the motor and connectors, and all the connectors in the analytical unit. The fse cleaned the complete analytical unit, removed the incubator belt and cleaned the track and the luminometer. The fse replaced the lh and rh offset tension assemblies and adjusted the incubator belt to specification. The fse installed new rubber mounts for vacuum pump, installed a new vacuum pump. The fse performed all analytical unit alignments successfully verified luminometer. The fse verified the transducer assembly and pipettor alignments and primed the system. The customer retested all samples from (B)(6) 2012 to ensure accurate results. The fse performed high sensitivity (hs) lumwash inc and wash son. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications and the system validation documented in the customer quality control (qc) record. The unit conformed to the manufacturer's performance specifications. The unit was returned to normal operation. The fse noted accumulation of waste liquid in the bottom of the unit due to a "slow pump leak." The waste leak was contained within the unit. The fse noted a slow leak originated from the vacuum pump. The fluid leak was only observed by the fse during hardware repairs to the vacuum pump. (B)(4).